Manufacturer narrative:
This report is submitted on september 27, 2021.

Event description:
Per the clinic, the patient experienced pain, infection and pus following an MRI and was subsequently treated with topical antibiotics (specific date and duration not reported). The patient's head was wrapped as recommended by cochlear. The implanted device remains.